Event description:
A malfunction was reported on the pump by the caller, who noted there were no notable events leading up to the issue. There was no adverse impact on the customer¿s blood glucose level. The caller had not reset the pump before, so technical support provided information and assisted with the reset, with plans to follow up for further assistance if necessary.